Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to reason sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary and bleeding. It was reported that the patient underwent mesh repair on (B)(6) 2012. It was reported that the patient underwent mesh excision due to erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 01/17/2017. (B)(4). It was reported that following insertion the patient experienced urinary frequency, nocturia, urine odor, urgency, and incontinence.

Event description:
It was reported that following insertion the patient experienced urinary frequency, nocturia, urine odor, urgency, and incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.